Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to have been caused during use of the device. One 22 ga x 0.5 in huber plus infusion set was returned for investigation. The safety mechanism was activated over the needle tip. Use residue was present within the tubing. A horizontal split was present 3.5 cm from the distal end of the luer hub. Microscopic observations of the split surfaces revealed vertically aligned striation marks. The break surface was observed to be smooth. The split characteristics are consistent with damage caused by a sharp instrument; therefore, the complaint is confirmed to be related to the use of the device.

Event description:
It was reported that leakage occurred from the tube of huber plus when medication is infused. It was no reported patient injury.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred from the tube of huberplus when medication is infused. It was no reported patient injury.